Manufacturer narrative:
The device has not been returned for eval. A review of the device's history shows that the device has not been serviced by the MFR since december 2005. Preventive maintenance is recommended on an annual basis. The facility's initial reporter was contacted on (B)(4) 2011. She stated that the matter was under review internally and that the review will determine if the device is sent in for eval. If further info is obtained or the device is made available for eval in the future, a f/u report will be submitted.

Event description:
Pir-nurse injury- nurse was setting up infusion for patient in nicu/picu. She ran her hand along door. A metal piece that holds tubing in the door was out of position, possibly sticking out. Her hand received cut. Sent nurse to ER, where she required 5 stitches and was out of work for 10 days. Per hospital policy, they might not send pump in for eval.